Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider h3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer experienced a blood glucose (bg) level of 450-600 mg/dl. Customer addressed the elevated bg by manual insulin injection and correction bolus via the pump. Customer changed supplies to resolve the issue. The customer was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 03/24 with the issue resolved and no permanent damage. System check was performed by tandem and reportedly, the customer was using pump supplies beyond labeling and did not perform the proper air removal techniques. Tandem technical support informed the customer that using pump supplies for more than 48 to 72 hours and not performing the proper air removal technique are off label per the user guide.